Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, our technician confirmed that the operation channel (primary) buckled, the light guide cable buckled, the suction channel buckled, the u/d and the r/l pulley wires stretched, the nozzle gluing missing, the operation channel (primary) leak, the insertion flexible tube worn out, and the air/water socket chipped/cut o-ring; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).